Event description:
It was reported that the pt had q wave mi prior to stent placement procedure. The pt was experiencing stable angina at the time of the procedure. The lesion was pre-dilated. There was one lesion treated with an endeavor rx stent 3.0 x 24 mm in mid lad treated which was deployed successfully. The pt discharged with a prescription of aspirin (100mg) and clopidogrel (75mg). The investigator reported at the 30 day follow-up, 6 month follow-up and 12 month follow-up. It was reported that the pt stopped using of clopidogrel at the 6 month follow-up. It was reported that the pt expired 28 months post stent implant from sudden death with cause of death unk. No autopsy available. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Result and conclusions: (lack of info).